Event description:
Dr (B)(6) was using the gearshift for pelvic screw placement. The tip broke off and could not be retrieved from the patient.

Manufacturer narrative:
Device MFR date: may 31, 2006; jun 20, 2006. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device found a fracture approximately 40mm¿s from the probe¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface, indicating that the probe underwent a static failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the thoracic probe¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface, indicating that the probe underwent a static failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.